Event description:
The reporter stated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens and noted, after looking at the lens under the microscope, that the edge of the lens was torn. The lens was removed during the same surgery with no patient injury. The backup lens was implanted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a light scratch on one haptic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.